Manufacturer narrative:
H4: manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, messages was not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that system's messages were not crossing. The technical support specialist (tss) remotely accessed the server and confirmed it was functioning correctly. Upon further investigation, the tss identified an upload delay on the station and ran a critical override and able to synchronize down and see the patient interface. The tss also identified that the messages crossing the interface were current, and purge activity was disrupting accurate message status updates. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, messages was not crossing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.